Event description:
The pt underwent a procedure to receive a trial scs system. Intraoperative testing of the pt's lead revealed invalid impedances on several lead contacts. The physician removed and replaced the lead and procedure was completed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.